Event description:
It was reported that the patient with this previously capped right atrial (ra) lead experienced infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead, right atrial (ra) lead and this previously capped ra lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).